Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly. The embolization coil was kinked on the distal tip and had offset coil windings. Conclusion: evaluation of the returned device revealed the embolization coil was kinked and had offset coil windings. This damage likely occurred due to forceful manipulation of the ruby coil during insertion into the microcatheter. Ruby coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician delivered several ruby coils into the aneurysm using a lantern delivery microcatheter (lantern). As the physician advanced a new ruby coil to the hub of the lantern, the distal part of the ruby coil pusher assembly became kinked and the ruby coil became stuck in the introducer sheath. The ruby coil was removed and the procedure was completed using new ruby coils with the same lantern. There was no report of an adverse effect to the patient.